Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: date of manufacturing- september 21, 2023. Anomalies or deviations identified in DHR- 1 piece of subcomponent was scrapped due to being missing from the previous operation. Expiry date- n/a. IFU reference- IFU nonsterile inst. According to the information received, it was reported that the customer reports a defective impactor d221750041 lot so2063626. It has no function. No further details has been provided. The product was returned to depuy synthes for evaluation. Visual inspection of the pinn straight cup impactor revealed the threaded tip stripped. Additionally, several impaction marks were found in areas that are not intended to be impacted. The observed condition of the threaded tip consistent with off-axis assembly and impacting device before the tip is fully seated into the cup, therefore the potential cause can be traced to unintended use error. The impaction marks found can be attributed also to an unintended use error since exposure to unexpected forces applied to device on not intended areas (like hitting from the bottom up) could result on affecting mechanism which is not designed to absorb them. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
A impactor was defective. It has no function. There was no reported patient or user harm. There was no significant delay.